Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Masaru morita. (2025). Clinical department sponsored workshop 1: novel treatment techniques for benign prostatic hyperplasia that you should know. Urology 2025 38(8), 899-902.

Event description:
It was reported to boston scientific via publication in urology that authors in japan were discussing the usage of rezum water vapor thermal therapy (wvtt) procedures to treat benign prostatic hyperplasia (bph). Information regarding when the procedures were performed, and how many procedures were performed at this facility were not provided. It was noted that at this hospital, following treatment with wvtt patients were given a foley catheter. Removal of the catheter was uniformly attempted at one week following the procedure. It was also noted that 23 of the patients treated at this facility had catheters pre-operation due to urinary retention. Following treatment with the rezum device 87% of these 23 patients were catheter-free. At this facility, the physician reported there were situations where insufficient anesthesia caused significant patient movement during steam aspiration resulting in it being impossible to retract the needle of the delivery device. No other device issues or complications were reported to have occurred at this facility. Overall, the study concluded that rezum is a safe and effective treatment option when applied according to appropriate patient selection guidelines, with ongoing data collection expected to further refine its indications and long-term safety profile.